Event description:
Reportedly, the first instrument did not staple correctly and the second instrument came apart upon reloading. Used another lot number to complete the case. No pt injury was reported.